Manufacturer narrative:
First stop of twin pump with error code err_syst reported under MFR report #8010762-2015-01221 ((B)(4)). The affected single roller pump ( article no.: 70102.7652, serial no.: (B)(4))was requested back for further investigation by manufacturer. Device was received on 2015-12-23. According to investigation report from (B)(4) dated on 2016-04-25 following investigation has been performed: according to user manual error "ln-lv" on a single roller pump is an unknown failure. Functional checks on the pump has been performed on a hl20 (sn (B)(4)) and failure could not be reproduced. Electrical checks on the control board does not show any abnormality. Thus the failure could not be confirmed. Correction could not be performed as no failure could be detected. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation will be done.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Rpm - serial no.: (B)(4). Article no.: 70102.7652. The supplemental medwatch will be submitted after receipt of new information.

Event description:
Customer stated that during ecc procedure, 2 seconds after tpm stopped with the error code err_syst, the rpm in art mode also stopped. The perfusionist saw on the pump the error code "ln-lv". The pump had to be turned on again. The complete procedure took about 30 to 40 seconds. No known consequences to the patient. (B)(4).